Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No over heating was noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The insulin pump had alarmed button error while customer was in bed due to low blood glucose. Customer's blood glucose was 8.6 mmol/l. Customer didn't believe the buttons were pressed for three minutes or longer but it has been hot. Customer removed the batter in attempt to resolve the issues but when the battery was inserted it alarmed. Customer has reverted to the customer's back up plan. The device is not returning for the analysis.